Manufacturer narrative:
(B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported the discomfort of the implantable neurostimulator (ins) being too hot while charging. The ins felt warm occasionally when charging. This discomfort occurred at the ins site. The patient did not recently have surgery and a thermometer icon was not seen when they recharged. Apparently this turned out to occur very infrequently. The patient felt she was sitting in an environment to charge on her couch wedged in with pillows and making it a little warm already before she charged. It was reviewed the patient could charge for shorter times, could go to thehealthcare provider (hcp) if the issue continued, or call for a new antenna if error codes are seen. The patient would follow-up with the physician down the road if it ever happened again and was concerning. Relevant medical history included non-malignant pain and chronic low back pain.